Event description:
It was reported that during the implant procedure, the guidewire was stuck in the left ventricular (lv) lead. Therefore, the lv lead was removed, not used and replaced. No patient complications have been reported as a result of this event.